Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospitals with symptoms. An x-ray was performed and a perforation was noted resulting in a pericardial effusion, chest pain and diaphragmatic stimulation when it comes to this right ventricular (rv) lead. An increase in pacing thresholds was also noted with a decrease in r wave amplitudes. The rv lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. The terminal segment and the tip segments were returned. Visual inspection noted setscrew marks on the terminal pin, as well as gouging marks on the terminal pin likely from a grabbing tool. In addition, the extracting stylet was return stuck in the tip segment of the lead. Cuts and tears were noted in the insulation with the helix retracted as well as blood and fluid in the helix housing. The tip portion of the lead, including the helix, appeared to be intact and undamaged. Both portions of the leads passed continuity testing as well as insulation integrity testing. Laboratory analysis confirmed that the lead tip and helix have no visible signs of damage or defect which would lead to perforation.